Event description:
A nurse reported ¿several cases¿ of inflammation after use of this product during an intraocular lens (iol) implant surgery. The nurse did not provide specific info or pt identifiers and indicated there were other unk surgical devices used during the surgery. The nurse reported three different lot numbers of this product that was used in the surgeries. Add¿l info has been requested. There are three medical device reports associated with this event. This report is for the second lot number reported.

Manufacturer narrative:
Eval summary: the product was received for eval. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to acceptance criteria. A visual inspection of the iol hand piece injector was performed using 15x magnification. The iol hand piece injector was visually acceptable. A dimensional plunger position height check was performed and the plunger bend height was deemed acceptable. A functional thread to barrel engagement check was performed and the thread engagement is acceptable, with acceptable cycling of the plunger in an out of the barrel assembly. The root cause for the medical event of tass cannot be determined based on this eval as the hand piece injector meets its specification. There have been no other complaints reported in the lot number. A nurse consultant performed an eval at a site visit previous to this event and had made recommendations for tass prevention. In her assessment, she noted that overall, the care and handling of the ophthalmic instruments is above average. Add¿l info was requested on 04/18/2014 and 05/04/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).